Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the suture detached from the dilator when the physician was pulling it through the sacrospinous ligament with a hemostat. The detached suture, with the needle at the end, was caught inside the hemostat. The physician completed the procedure with another uphold vaginal support system, without complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The device has not been returned for evaluation. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).